Event description:
It was reported that the stimulation was turning on and off for no reason and by itself. It was noted that this was happening 2-3 times a week and started happening 2-3 weeks after implant. The reporter noted that the manufacturing representative would reorient the device and reprogram and have the patient use the system to see if it was working fine. It was further reported that the device was reoriented. An impedance check was done with normal results and the patient was reprogrammed with better coverage using much less voltage. It was noted, the patient was also re-educated regarding his patient programmer and device. It was noted, the patient would notify the manufacturing representative if he continued to have issues.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).